Event description:
It was reported that the shock lead impedance was high out of range at 139 ohms. Review of the report found that lead impedances across all three channels have all been trending up recently. The physician indicated that the patient chart noted the patient has had diarrhea and stomach cramps for past week, and discussed electrolytes may be out of balance and possible cause for rise and high values. Additional information indicated that the change in impedance values was thought to have been a result of the patient's condition at the time. No further troubleshooting was performed. The system remains in-service. No adverse patient effects were reported.